Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed software issues at boot up. The fse performed software reinstallation and soft image reload, and these operations were performed on the angiograph. The issue was resolved by software reinstallation and soft image reload. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had software issues at bootup, which can impact booting. The device was outside of use at the time of reported event. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.